Manufacturer narrative:
The sample has been returned to arrow. Co's examination and testing found that during use, blood was inadverently aspirated into the sideport of the device. This blood caused the blockage. The use of force for subsequent injections probably resulted in the sideport separation. These issues are addressed in the product labeling.